Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073727.

Event description:
It was reported that the patient experienced loss of stimulation despite of multiple reprogramming attempts. It was noted that the leads had high impedances and patient also experienced inadequate stimulation. There were contacts fractured noted. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as it was disposed by the facility.